Manufacturer narrative:
07-feb-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
I have had another head fail this time while I used the product, oral-b [device breakage] product counterfeit, oral-b [product counterfeit]. Case narrative: male consumer via phone reported that the oral-b toothbrush head failed while he used the product. No injury was reported. 07-feb-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
I have had another head fail this time while I used the product - oral-b [device breakage]. Case narrative: male consumer via phone reported that the oral-b toothbrush head failed while he used the product. No injury was reported.